Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data revealed a cs 064 alarm. The original complaint was unable to be duplicated during investigation. The pump performed the ez-prime steps with no cs alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The pump case was removed and there was no intermittent condition or moisture found inside the pump. The motor flex was seated appropriately into the connector. Unrelated to the original complaint, the audio bolus button cover was found to be torn but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.